Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 97 mg/dl. The customer stated that button error alarm did not occur right after the insulin pump was exposed to moisture. The patient was advised that the insulin pump will need to be replaced . The customer was advised to revert to a back up per healthcare provider instructions.

Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratched display window. Unit received with stained end cap sticker. Unit received with broken belt clip slot.